Manufacturer narrative:
The pt has reported an overfill of 225% over the prescribed amount. The cycler will be returned for eval. A supplemental MDR report will be filed upon completion of the investigation.

Event description:
On (B)(6) 2013, the pt (pt) called technical support while in drain 0 of 4 and stated he was draining very slow. Pt had drained 690/2000 when he called. The pt called back and stated he left empty and was having pulling sensation. Pt bypassed into fill 1 and stayed on the line with pt while filling. Pt filled but stated he left full. Pt did a stat drain and pt stated he felt better. Upon f/u with the pt to obtain add'l info, the pt's son stated that drain 0 is typically 1900 ml to 2200 ml. Pt was bypassed out of drain 0 due to feeling empty. During fill 1 pt felt full and pt was disconnected then a manual drain was performed, obtaining 4500 ml. Upon draining, pt felt better and symptoms resolved. A replacement cycler was obtained and he has had no further problems. On (B)(6) 2013, the peritoneal dialysis (pd) nurse stated the pt did not have an adverse effect as a result. The pd nurse stated the pt had brought his iq drive but there was no treatment info or data recorded. The iq drive was reprogrammed.